Event description:
It was reported that a resume pump alarm occurred. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific bg was not provided. The customer administered a correction injection to address the bg. Reportedly, the customer continued to use the pump for insulin therapy.